Manufacturer narrative:
Health effect: f2203. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Physician reported left side rupture diagnosed with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture diagnosed with ultrasound. The device has been explanted and replaced.